Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was from tubing cannula side. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.